Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, back-up mode was observed on the device. The physician suspects the back-up mode was caused by radiotherapy. Technical support was contacted, and the device was successfully reprogrammed and restored to normal function. The patient was stable with no adverse consequences.